Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pacer equipment malfunction during operational testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the device experienced a pacer equipment malfunction during operational testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One power pca was returned for failure analysis. The reported problem was verified as resistor r136 was found to be an open circuit.